Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is complete, this report would be updated at that time.

Event description:
It was reported that lead was unable to be successfully implanted due to sensing issues, dislodgement and helix issues. No adverse patient effects.